Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years and 6 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2011. It was reported that the pump was exchanged on (B)(6)2017 due to suspected thrombosis. The patient¿s lactate dehydrogenase levels were greater than 1000 u/l with a therapeutic inr. X-ray images and echocardiography showed the pump inflow conduit and outflow graft appear to be malpositioned. The echocardiogram also showed wide open aortic insufficiency. Additionally, the lvad speed was not able to be maintained. The patient reportedly had no infections or prior conditions that would increase their thrombosis risk.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump. A direct correlation between the device and the report of aortic insufficiency and elevated lactate dehydrogenase levels could not be conclusively established. The pump was returned assembled with the driveline severed approximately 8.5 inches from the pump housing. The remainder of the driveline was returned in one segment measuring approximately 29.5 inches. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port; however the flex section was severed in half. The outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The apical sewing ring was returned unattached from the device. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.